Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be due to an open circuit board trace on the main circuit board assembly. The open trace resulted in an excessive off current and caused a premature depletion of the device battery. After replacing the main circuit board assembly, the device will be returned to the customer.

Event description:
The customer reported, that the unit had shown the service indicator and low battery indicator and that the device had never been used. The device also reportedly, failed to turn on. There was no patient use associated with the reported event.